Event description:
A customer reported to baxter corporate product surveillance a 150ml intravia empty container in which small dark pieces of material were observed inside the bags. According to the report, the material appeared to be very small pieces of burnt plastic. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A visual inspection of the sample revealed loose particle inside the intravia bag. The cause of the reported condition was determiend to be an issue with the manufacturing process. Corrective action was taken and the issue is being addressed through CAPA.

Manufacturer narrative:
(B)(4). Device evaluation: initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.